Manufacturer narrative:
Other relevant device(s) are: product ID: 37651, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient claimed their recharger wasn¿t working and they couldn¿t find it so they were unable to charge for an extended period of time. The patient¿s implantable neurostimulator (ins) was in overdischarge and reset so they could resume therapy. Following this it was determined their device did work with the implant being turned on after being charged. The hcp requested a new wireless recharger so the patient could resume their therapy as indicated.